Manufacturer narrative:
The customer was sent the replacement part to perform the repair.

Event description:
It was reported that the push bar was not fully supporting the backrest. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.